Manufacturer narrative:
H.6. Investigation: fifteen (15) samples were received from the customer for investigation. Fourteen (14) samples were returned in unopened blister packs and one (1) sample was returned in an unopened blister pack in a piece of paper which was labeled ¿source of complaint¿. All the returned samples were visually examined using unaided vision and it was found that none of the fourteen (14) returned samples were found to have black foreign matter in the needle hubs. The one (1) sample which was returned in an unopened blister pack in a piece of paper which was labeled ¿source of complaint¿. This foreign matter was visually examined using 30x magnification and was visually identified as ink. A malfunction of the printer resulted in ink getting in the blister packs. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
Material no.: 305106; batch no.: 9057787. It was reported that before use of the bd precisionglide¿ needle a black substance was observed on the needle adapter inside the packaging prior to opening. The following information was provided by the initial reporter: item in sealed sterile packaging was observed to have a black substance inside the needle adaptor. Item was not opened or used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305106 batch no.: 9057787. It was reported that before use of the bd precisionglide¿ needle a black substance was observed on the needle adapter inside the packaging prior to opening. The following information was provided by the initial reporter: item in sealed sterile packaging was observed to have a black substance inside the needle adaptor. Item was not opened or used.